Event description:
It was reported that patient was brought to operating room for a temporary hip spacer due to a suspected hip infection. The patient's primary surgery was completed on (B)(6) 2012.

Manufacturer narrative:
An event regarding infection involving a trident x3 eccentric 10° 36mm ID was reported. The event was not confirmed. Device evaluation and results: visual inspection of the device was performed but provided no information relevant to this investigation. Medical records with lab results would be needed to determine root cause. Visual inspection: the returned liner is severely damaged. There are scratch and gouge marks throughout the body. There is a large gouge mark on the articulating surface. Part of the liner is fractured. All of these damages can be attributed to explantation. Device history review: indicated that the specified lot was accepted into final stock with no reported discrepancies. Complaint history review: indicated that there have not been any other events for the specified lot or sterile lot. Conclusions: the source of the infection could not be determined as patient information, clinical history, and results of bloodwork for infection were not provided. A CAPA trend analysis was conducted for the reported failure mode and concluded infection is most likely a result from other factors not necessarily related to the device in the healthcare facility setting.

Event description:
It was reported that patient was brought to operating room for a temporary hip spacer due to a suspected hip infection. The patient's primary surgery was completed on (B)(6) 2012.

Manufacturer narrative:
The following other hip devices were also listed in this report: 6.5 cancellous bone screw 25mm; cat# 2030-6525-1; lot# mkre54. Trident hemispherical cluster hole shell; cat# 502-11-60g; lot# 34346201. Accolade plus tmzf hip stem #4; cat# 6021-0435; lot# 39146701. V40 cocr lift head 36mm/0; cat# 6260-9-136; lot# mktwng. It cannot be determined which, if any of these devices may have caused or contributed to the patient's infection. When completed, the investigation results will be submitted in a supplemental report.